Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that three patient samples showed false positive reactivity with anti-b of the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The samples were tested on the same day but were not consecutively processed. The customer stated that all three patients did not have the blood group b. The reactivity with anti-b was not reproductible in tube testing. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the affected patient donor samples that had yielded a false positive reaction. Therefore our quality control laboratory checked theit retention sample visually and all acceptance criteria were met. The specifications were: visible supernatant, homogeneous gel, intact sealing as well as no splashes in the reaction chamber. Furthermore, to confirm that the reagent did not contribute to the incorrect results the retention sample of the supposedly defective product ih-card abo/d(dvi-)+rev a1,b was tested on ih-1000 with several different donor blood samples of each blood group. No false positive reactions were observed. No card showed positive reactions in the anti-b well. The results of forward and reverse typing were specific and concordant. During the complaint investigation the customer provided us the trace files from one sample that indicated that a false positive reaction also occurred on (B)(6) 2020. The review of these files confirmed a false positive reactivity in anti-b well that was not expected in the group a rhd patient, and not concordant with the reverse type. Because of the complexity of the root-cause-analysis, the issue of false positive reactions within the blood group typing has already been addressed within a corrective and preventive action. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Further investigations for solving this issue have already been initiated.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that three patient samples showed reactivity with anti-b when tested with the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that all three patients did not have the blood group b. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. Investigation in our quality control laboratory is ongoing. We are still waiting for the trace files and the complaint sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b.